Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood and contrast in the balloon and shaft. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and a burst in the balloon material that was 8mm in length. Inspection of the rest of the device found no other damage or defect. The reported ruptured balloon was confirmed.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries reported.